Event description:
It was reported that there was a thrombus present. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. Right femoral vein access was obtained, and a full dose heparin was given to the patient. The was and the versacross connect dilator were advanced over the wire to the superior vena cava. Using transesophageal echocardiogram (tee) guidance a transseptal puncture was performed, and the versacross wire and was were advanced across the septum. After the dilator was removed, a thrombus was noted on the tip of the was and was aspirated. After it was aspirated, tee showed more thrombus where the was crossing the septum. The physician removed the was and the wire. After removal, damage was noted at the tip of the was where it meets the dilator transition. The physician stated that it appeared crushed and that they were unsure of the cause. The patient was put on a heparin drip and admitted to the hospital. There were no other complications that were reported to have occurred and the patient is expected to make a full recovery.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # 0037861365. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include thrombosis (medication and additional device required, hospitalization). Risk review: a risk review was completed and confirmed that the events of thrombosis and damage were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. Right femoral vein access was obtained, and a full dose heparin was given to the patient. The was and the versacross connect dilator were advanced over the wire to the superior vena cava. Using transesophageal echocardiogram (tee) guidance a transseptal puncture was performed, and the versacross wire and was were advanced across the septum. After the dilator was removed, a thrombus was noted on the tip of the was and was aspirated. After it was aspirated, tee showed more thrombus where the was was crossing the septum. The physician removed the was and the wire. After removal, damage was noted at the tip of the was where it meets the dilator transition. The physician stated that it appeared crushed and that they were unsure of the cause. The patient was put on a heparin drip and admitted to the hospital. There were no other complications that were reported to have occurred and the patient is expected to make a full recovery.